Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was high due to pump shutdown due to rapid battery loss. Correction boluses were delivered to address bg. The customer continued to use the pump for insulin therapy.